Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a temperature alarm. Reportedly, the customer fell asleep laying on top of the pump when the alarm was declared. Customer stated a new cartridge was loaded onto the pump and insulin delivery was successfully resumed. There was no impact to customer's blood glucose level due to the reported issue.